Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased hemoglobin results for several patients on an alinity hq analyzer. The following data was provided: sample ID (B)(6) initial result was 5.79, repeat was 12.5 g/dl; sample ID (B)(6) initial result was 4.66, repeat was 10.1 g/dl; sample ID (B)(6) initial result was 6.49, repeat was 14.6 g/dl; sample ID (B)(6) initial result was 4.98, repeat was 10.8 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased hemoglobin results on the alinity hq analyzer, serial number (B)(6). Through an extensive investigation, the fsr found that the recent maintenance of the water source was causing errors on the water purification system (wps). The fsr cleaned the hgb flow cell and the incubation and injection subsystem, which solved the problem. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.section g1 contact information was updated to reflect the current contact(B)(6).

Event description:
The customer observed falsely decreased hemoglobin results for several patients on an alinity hq analyzer. The following data was provided: sample ID (B)(6)initial result was 5.79, repeat was 12.5 g/dl sample ID (B)(6)initial result was 4.66, repeat was 10.1 g/dl sample ID (B)(6)initial result was 6.49, repeat was 14.6 g/dl sample ID (B)(6)initial result was 4.98, repeat was 10.8 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
Correction was made to section d2b procode. The incorrect code of grz was changed to gkz. This was a typographical error correction and there is no further impact to the submission. Additional information provided in section d4 primary UDI number: (B)(4),(B)(6).

Event description:
The customer observed falsely decreased hemoglobin results for several patients on an alinity hq analyzer. The following data was provided: sample ID (B)(6), initial result was 5.79, repeat was 12.5 g/dl. Sample ID (B)(6), initial result was 4.66, repeat was 10.1 g/dl. Sample ID (B)(6) ,initial result was 6.49, repeat was 14.6 g/dl. Sample ID (B)(6) ,initial result was 4.98, repeat was 10.8 g/dl. There was no impact to patient management reported.